Manufacturer narrative:
One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Log file analysis did not reveal any anomalies during the analyzed period. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. After the date and time were set and the internal battery was recharged, the controller's real time clock (rtc) was able to retain its settings. No failure detected; the controller was able to retain the correct date and time during bench testing. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
The clinic's nurse reported that the patient's controller was not able to display the correct time. The device was exchanged with no reported patient consequences. No further information was provided.